Manufacturer narrative:
A ge service representative performed an onsite investigation. The remote user interface (joystick) was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the remote user interface was not functioning. There is no report of pt injury.